Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this ra lead was explanted due to pacing inhibition. The explant and event dates provided do not make sense, so they were left off of this report.

Manufacturer narrative:
Added the event and explant dates, the correct dates were provided on the follow up. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The analysis revealed multiple signs of wear along the lead body. In particular between 45 cm and 51 cm distal to the is-1 connector pin the insulation was found rubbed through. This damage can be considered as the root cause of the clinical observation. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Constant friction against another implantable device or a feature of the heart should be taken into account. Diagnostic images clarifying this assumption were not available. During further analysis the insulation was found torn apart at approx. 47 cm distal to the is-1 connector pin. The inner coil was severely stretched in this region. This damage most likely occurred due to tensile forces applied during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.